Manufacturer narrative:
(B)(4). Follow up report will be filed if add'l info becomes available.

Event description:
It was reported that when the physician tried to remove the spring wire guide (swg) in the operating room, it became stuck in the dilator. The physician pulled back the swg despite the resistance and the swg began to unravel approx 10cm. As a result, the dilator and swg were removed as one unit and replaced with a new set without issue. There was no reported delay, death or complications to the pt.